Event description:
It was reported that during a sigmoidectomy procedure, an error occurred many times. The blade was broken off when it was wiped with pack. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.